Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the as lvp 20d dehp 2ss cv tubing separated from the hub and leaked blood. The following information was provided by the initial reporter: it looks like the end of the tubing became disconnected from the hub. The critical med was dripping on the floor and the patients blood was dripping out of the connection.